Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter device was placed before the operation and taken to the operation room. There was no leakage of urine, so after removing it and replacing it with another product, urine leakage was observed.

Event description:
It was reported that the foley catheter device was placed before the operation and taken to the operation room. There was no leakage of urine, so after removing it and replacing it with another product, urine leakage was observed.

Manufacturer narrative:
The reported event was confirmed CAPA 11881143 related. Received (6) photo samples. Visual evaluation of the returned sample noted one opened (without original packaging), used all silicone foley attached to the drainage bag (lot number ngjz2834). Visual inspection of the sample noted no obvious observations. Using the (in-house) syringe the urine lumen was filled with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and upon inflation no leaks were present but a blockage was present at the urine lumen. The reported event is confirmed manufacturing related. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 11881143. Refer to CAPA 11881143 for further details. Corrections made to tab(s) d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.